Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine at an unknown dose via an implantable pump for non-malignant pain. It was reported that the patient's pump started alarming today. The personal therapy manager (ptm) was saying single tone alarm due to low reservoir. They were scheduled to have the pump filled on next tuesday ((B)(6) 2022). The patient stated they would only use the bolus's prn (as needed) and was wondering if they would have enough medication until the refill. It was reviewed and the patient was redirected to their healthcare provider (hcp) to further address the issue. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. No patient symptoms or complications were reported. Additional information was received that the MRI tech was requesting dri information and mentioned that the patient's pump was empty and they were "flipping out". The patient had a refill scheduled for next week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) stated that the patient went into fentanyl withdrawals sunday night ((B)(6) 2022) and was in hospital on monday ((B)(6) 2022). The patient mentioned that this was so new to them that they did not even know it was withdrawal. The patient also mentioned, "the pump hasn't helped that much, it just takes the edge off". The patient mentioned frustration that the hcp will not increase the pump medication past 481.66 despite initially telling the patient that they could go up to 1 mg on fentanyl "because of my size". The patient also expressed frustration with the hcp that "they put a pump in and I have a million dollars in medical bills, and it's kinda not working that well".